Event description:
It was reported that the lcd monitor had image output failure. The green light came on, but no image was displayed. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was presumed that the problem (no images) was caused by a printed circuit board failure. Hence, the root cause could not be identified, and the device did not meet the specifications, thereby confirming the occurrence of the event. Olympus will continue to monitor field performance for this device.